Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash and that a medical professional suggested he use a cortisone cream on the area. During a follow up, the patient reported that the rash was still there but was improving.